Event description:
Information was received from a consumer and a manufacturing representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient¿s therapy is turning on and off randomly by itself. The patient stated that the stimulation wasn¿t turning off due to the charge level. The patient state that it occurred even when the ins was fully charged and the stimulation was turned off. It was reported that the patient checked their ins with the patient programmer and that was how they knew their stimulation was turned on or off. It was reported that the patient had a fall at the end of (B)(6) (2017) which could be related to the issue, but it was stated that the stimulation turning on and off started in (B)(6) (2017, a couple of weeks ago). It was reported that the stimulation would turn on and off at random times, such as when the patient was going downstairs, or when they wake up or when they are just standing. The patient used their stimulation 24/7. It was reported that during these events the patient confirmed their ins status with their patient programmer. The rep indicated that they were with the patient and they did have access to the clinician programmer. It was reported that high impedances advanced (>10,000, >40,000) were found on (B)(6) 2017. The rep stated that all pairs showed greater than 20,000 ohms. Patient services reviewed that a revision was needed since all impedances were out of range. No further complications were reported/anticipated.

Manufacturer narrative:
Intervention should not have been checked. The type of report should have been malfunction not serious injury. If information is provided in the future, a supplemental report will be issued.